Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 568 mg/dl at the time of incident. The customer's current blood glucose is 78 mg/dl. The customer was experienced symptoms of high blood glucose level such as nausea, vomiting, difficult breathing. The customer was treated with insulin by intravenous, hydration by saline, potassium and calcium intravenous in the hospital. The customer was reported that the infusion set had bent cannula. The customer was declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.